Event description:
The customer reported that during a partial nephrectomy, the insulation boot came off of the device and fell into the pt cavity. The surgeon stated that it appears something ripped off the insulation. The device was used to complete the procedure. The piece was removed from the cavity. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.